Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. (B)(4). Investigation summary: the complaint device was discarded by the customer therefore the device is not available for a physical evaluation. This complaint is not confirmed. Without physically evaluating the device, a definite root cause cannot be determined. Non conformance review was performed, no nonconformances were identified for this part number (228151), lot number (l789915) combination. At this point in time, no corrective action is required, and no further action is warranted. This file will remain receptive to any potential forthcoming information received that is pertinent and germane to this issue. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Non conformance review was performed.

Event description:
This is report 1 of 2 for the same event. It was reported by the sales rep via phone that during an anterior cruciate ligament reconstruction and meniscal repair surgical procedure, the surgeon was moving the sales rep's first truespan meniscal repair peek 12 degree (lot: l789915) across the medial condyle when the device's shaft bent. Since the device was bent, it could not pass the second implant. The device was removed from the patient and the first implant was removed with a biter with no debris left in the patient. The surgeon attempted to make the same movement with the sales rep's second truespan meniscal repair peek 12 degree (lot: l855035), but bent this device's shaft as well. The first implant was removed from the patient with a biter with no debris left in the patient. The sales rep stated that the surgeon did not properly use the devices, which contributed to the procedure's complications. The case was completed in a different portal with a third like-device with no time delay. The sales rep stated there is no need for surgical intervention. The sales rep was not present and could not provide any additional information. The devices were discarded by the customer. There was patient involvement reported. It was not reported if there was prolonged hospitalization. The status of the patient post-surgery was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.